Event description:
A trilogy 100 ventilator was returned to a service center for evaluation. The device was not reported to be in clinical use. During the evaluation of the device, the technician confirmed that the device failed testing for airstream temperature., therefore outlet flow path thermistor was replaced to address the issue. There was no significant event(s) in the error log(s). Additionally, during the evaluation, the device failed testing for clock settings therefore the real time clock was reset to resolve the issue. In additional components were replaced due to cosmetic and physical damage. The device passed all testing.

Manufacturer narrative:
The reported failure of the airstream temperature is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.